Event description:
Procedure type: colon resection. According to the rptr: the product jammed on tissue and was removed with scissors. A new product was opened and used to complete the case. There was no bleeding reported in excess of 250cc. There was damage to the meso appendix and additional resection required due to the product problem. The case was not extended by more than 30 minutes. There was damage to the meso appendix and additional resection. The pt experienced slow recovery.

Manufacturer narrative:
(B)(4).